Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module wire harness was observed to be disconnected. The wire harness was reattached and the device was recalibrated to address the issue.